Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-43827. It was reported the patient was hospitalized for chest pain due to a pericardial effusion. Additionally, noise was noted on the right ventricular (rv) lead. Technical support was contacted also noted p wave amplitude variation on the right atrial (ra) lead. Technical support recommended further investigation provocative testing. The patient was stable. Further information has been requested but has not yet been received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating no pericardial effusion occurred in relation to the reported rv lead and the patients hospitalization was not related to the rv lead.

Event description:
Related manufacturer number: 2017865-2022-44589.